Manufacturer narrative:
Evaluation summary: the barcode label can be read four times at the time of label creation, at the time of leaving miyagi, at the time of entering the domestic warehouse, and at the time of leaving. It was confirmed that the product returned this time cannot be read after being read several times. We called a printing press vendor to clean the printing press, and compared the label reprinted after cleaning with the label of the returned product. As a result, there was a difference in the printing condition, so we decided to clean the printing press regularly. Do. Of the inventory in miyagi's sales warehouse, the relabeling of the hdb series, which had the label printed before cleaning the printing press, has been completed. For other products that use the same printing machine, it has been confirmed that there is no blurring and that it can be read by a reader in miyagi. The person in charge of work has been trained not only to read the barcode but also to visually check for blurring. Correction information g6: follow up #1 h2: type of follow up h4: device manufacture date h6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Hbd2418w barcode printing error. This event occurred at the time of installation. There was no report of patient harm.